Event description:
Physician kinked the 032 rp catheter at the proximal hub at the stainless steel juncture due to holding at a tight angle on the table. Unable to bend back and had to grab a new 032 catheter. Did not affect pt outcome. Dr (B)(6) needed to use a new 032 rp catheter. They threw away the product at the end of the case.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009.